Event description:
Patient presented to the physician with inflammation, headaches, and earaches, along with swelling and sensitivity of the neck vein. On examination, occipital neuralgia was suspected, and the physician prescribed pain medication. The patient was observed to be improving.